Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected/prevented by following the instructions for use which is stated in: IFU detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection, and IFU preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited the forceps channel blocked with a foreign object. There was no patient involvement.